Event description:
It was reported, the patient¿s wires were replaced about 3-4 years prior to report as a result of damage from a fall.

Manufacturer narrative:
Product ID 3889-28 lot# v140160, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28 lot# v140160, implanted: 2008 (B)(6); product type lead. (B)(4).